Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumo corp., (manufacturer).exemption number: e2015056.investigation: the blood bag set was not returned for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.root cause: based on the available information,an increase of wbc contamination complaintswere noted from previous lot numbers.the investigation results indicated that the cause ofhigher-than-expected wbc content in the whole blood product was due to the maximum poresize of the filter membrane and is likely to increase according to the combination of multipleparameters in manufacture of leukoreduction filter membranes.the wbc contamination is likelyto occur frequently in the product lots of which the maximum pore size of the filter membranehas increased. The instructions for use provide a caution to not squeeze or apply pressure tothe filter while it is attached to the bag containing the filtered blood in order to avoidleukocyte leakagecorrective action: an internal CAPA has been initiated to review the maximum pore size ofthe filter membrane and the likelihood of an increase according to the combination of themultiple parameters. In addition, the wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. To achievea resolution, manufacturing specifications were updated to narrow the range of the parametersin the manufacture of filter membranes and it was confirmed that the appropriate level of themaximum pore size of the filter membrane was achieved.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. Wbc count is not available from the customer. The whole blood collection set is not available for return because it was discarded by the customer.